Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information received via the insulet customer service team, the patient was using an omnipod 5 insulin pump at the time of the event. The patient¿s legal guardian reported that the patient presented to the emergency room (ER) on or around (B)(6) 2026 for evaluation of hyperglycemia. While wearing both the dexcom cgm and the omnipod 5 pump, the patient¿s blood glucose reportedly reached 503 mg/dl. At that time, the pump controller was not displaying accurate glucose information, as the dexcom sensor value shown on the controller was reportedly reading low. The patient performed a fingerstick blood glucose (fsbg) test, which displayed ¿e5.¿ the patient believed this result indicated a low blood glucose level. The following morning, the patient became ill and lethargic, prompting activation of emergency medical services (ems). An fsbg performed by ems indicated a blood glucose level of 503 mg/dl. The patient was treated with unspecified intravenous fluids and was discharged the same day. Due diligence attempts were not initiated, as identifying details for the reporter were not available. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator performed by ems. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.